Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side rupture. Device remains implanted.